Event description:
It was reported that two attempts were required to place a catheter via the pt's right subclavian due to fibrosis and the pt's anatomy. When the spring wire guide was removed from the catheter on the second insertion, it unravelled and a portion remained in the pt's right atrium and extended into the pulmonary artery. The portion of the wire guide was removed by an interventional radiologist and there were no add'l complications.